Event description:
The suture was used during a CABG and carotid endarterectomy. Reportedly, the suture broke and bleeding occurred. The surgeon performed a re-operation to correct the condition. The surgeon could not state if it was the suture that caused the pt's bleeding. The pt expired.